Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) was unable to be interrogated when using a programmer. Technical services (ts) recommended several troubleshooting options that were performed, however, the issue was unresolved, the device was never able to be interrogated. The possibility of a device changeout was then discussed. Reportedly, this patient had 6 syncopal episodes. Eventually, this device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. B3 (date of event): was updated to 11/18/2021 as this was the date the memory corruption occurred.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) was unable to be interrogated when using a programmer. Technical services (ts) recommended several troubleshooting options that were performed, however, the issue was unresolved, the device was never able to be interrogated. The possibility of a device change out was then discussed. Reportedly, this patient had 6 syncopal episodes. Eventually, this device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.